Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced extra cardiac stimulation and claimed that device was causing her to jump. Programming was changed several years ago to mitigate the issue but patient still experienced stimulation. The patient had follow-up checkup and reported feeling of stimulation but suddenly stopped. Further the patient was concerned that this device was not working. Boston scientific technical services (ts) discussed the event and referred patient to contact physician. The field representative was unable to provide further information. This cardiac resynchronization therapy defibrillator (crt-d) remains in service. No adverse patient effects were reported.